Event description:
Complainant alleged that during a routine preventative maintenance check, the device would not charge over 80 joules and charged energy is unintentionally internally dumped. The complainant indicated that there was no pt involvement in the reported failure.